Manufacturer narrative:
Patient had a reaction to the tegaderm adhesive. She said she had welts that looked like mosquito bites and scabs. Patient said she used neosporin to treat the reaction. Date of medical intervention: (B)(6) 2013, she spoke to endocrinologist in person. Description of medical intervention: medical doctor (md) advised her to stop using the tegaderm. Current condition of the patient: fine, healing. Scabs have come off, still slightly red.

Event description:
Patient contacted dexcom to report allergic reaction to suggested adhesive tegaderm.